Manufacturer narrative:
No serious injury occurred, the doctor involved complaint of just being aggravated. However, nidek considers it a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek hired third party (B)(4) to perform the correction as per recall (z-1245-2016). At this time, device evaluation anticipated but has not begun. Therefore, a follow-up will be submitted once the evaluation is completed.

Event description:
On april 25, 2017, during a recall process, nidek inc. Recall coordinator received information from a doctor that the near point rod of rt-5100 serial #(B)(4) had hit him in the face and head on multiple occasions. On april 26, 2017, nidek inc. MDR specialist spoke on the phone with the doctor involved. The doctor stated that the near point rod had hit him in the head hundred times over the span of 10 years. Although no bruising, no open wounds or no bumps but he felt aggravated (annoyed) but felt any medical treatment was unnecessary. He also added that there was no other patient involved.

Manufacturer narrative:
Nidek incorporated already reported of similar adverse event to the FDA and taken remedial action in 2014 (z-1853-2014). Since nidek have received similar customer complaints, additional field correction (z-1245-2016) has begun on 3/24/2016. Noritsu performed the correction as per z-1245-2016. · on may 13, 2017, a noritsu technical service rep (tsr) conducted an onsite service repair. · tsr replaced the defective part with known good near point chart rod modified kit. · tsr verified the new part operation and observed no falls. Issue resolved and customer very satisfied. (B)(4).

Event description:
See initial MDR 0002936921-2017-00004 submitted on 5/23/2017.

Manufacturer narrative:
The serial number of the device in question is entered incorrectly on initial MDR 0002936921-2017-00004 submitted on 5/23/2017. This follow-up is to provide the correct serial number.